Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that was received on the homechoice (hc) unit during use, during dwell 3 of 5. The technical service representative (tsr) had the home patient (hp) cycle the power twice to get to "press go to start" prompt. The tsr had the hp disconnect and remove the cassette. The tsr explained the alarm and advised the hp to contact the nurse. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The system error 2240 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed.